Manufacturer narrative:
Citation: tham jlm et al. "Clinical outcomes of self-expandable vs. Balloon-expandable tavi for severe aortic stenosis." Acta cardiol. 2019 apr 1:1-8. Doi: 10.1080/00015385.2019.1572959. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the outcomes between self-expandable valves and balloon-expandable valves following transcatheter aortic valve implantation. Outcomes were defined according to valve academic research consortium-2 (varc-2) criteria. All data were collected from a single center between august 2009 and may 2018. The study population included 151 patients (predominantly female; mean 83 years), 48 of which were implanted with a medtronic corevalve bioprosthetic valve and 22 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). It was noted that 26, 29, 31, and 34 mm prosthesis sizes were used. Among corevalve and evolut r patients, 5 deaths occurred: 3 were due to all-causes and 2 were due to cardiac causes, respectively. Based on the available information, medtronic product was not directly associated with the deaths. Among corevalve and evolut r patients, adverse events included: valve-in-valve implantation, need for implant of 2 or more transcatheter valves due to suboptimal deployment (reported to have occurred with early corevalve cases), new permanent pacemaker implantation, cardiac tamponade, coronary obstruction, moderate-severe paravalvular aortic regurgitation, stroke, major vascular complications, and major bleeding. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.